Event description:
A healthcare facility in (B)(6) has reported via a fisher and paykel healthcare field representative that a hole was found in a bc801-10 infant nasal mask medium bubble CPAP. There was no reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Section g4:PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.